Event description:
Boston scientific received information that this right atrial lead displayed loss of capture. The lead had dislodged. A lead revision procedure was performed where the lead was unable to be repositioned. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As of today the lead has not been returned. Should additional information become available, this report will be updated.